Manufacturer narrative:
510(k) # is k073231. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began between september and (B)(6) (date/time not specified). The patient claimed the comparison between the subject meter and the other device was performed within 30 minutes of each other; however, specific blood glucose results are not known. The patient manages her diabetes with insulin (via insulin pump); however, the patient denied taking any action after the alleged issue began. It is not known if the patient developed any symptoms as a result of the reported issue. After the alleged issue began, the patient claimed she administered unknown amounts of humalog insulin as treatment; however, specific blood glucose results from the subject meter and the other device (prior to treatment) are unknown and the dates/times of treatment are also not specified. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl) and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is, however, no indication that the subject meter caused or contributed to a serious injury. There is also no evidence that the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia.